Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing during a routine follow-up. Recommended programming changes were made. Dft and further actions will be discussed with the physician.